Event description:
Boston scientific has become aware of the following event: broken drive shaft ivus catheter was tested and prepped successfully. It crossed the in-stent diagonal lesion and made a grinding sound when attempting to image. The distal end of the ddrive shaft broke off inside of the catheter. The ivus was removed. No pt complications. Procedure was not completed dur to this event.